Event description:
Reference MDR #1219856-2010-00498 for the first event involving same patient. It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's left femoral artery. The md could not insert the iab through the sheath. As a result, the md removed the iab and the sheath. Another iab was not inserted and the patient was taken to surgery without intra-aortic balloon pump (iabp) support. There was no reported death or injury. Medical/surgical intervention was not required. There were no reported patient complications. Patient outcome is listed as "ok."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.